Event description:
It was reported that the patient was experiencing pulsating in their left arm and shoulder which was determined to be diaphragmatic stimulation from the left ventricular (lv) lead. The patient had also been experiencing nausea. Lead polarity was reprogrammed and output was lowered and the lead remains in use. It was also noted that the right atrial (ra) lead had exhibited high pacing thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.